Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a triclip procedure was performed to treat grade 4 tricuspid regurgitation (tr) on (B)(6) 2021. Three clips were implanted successfully, reducing tr to grade 2. In (B)(6) 2023 the patient underwent a transesophageal echocardiogram (tee) which showed tr having increased to 4-5. On (B)(6) 2024 a second triclip procedure was being performed. Upon investigation of the valve, it was observed that one clip had detached from the septa leaflet (single leaflet device attachment/slda). It was noted the physician believed the slda was due to the patient anatomy, as the clip was placed near a septal cleft. The physician advanced a triclip, however was unable to achieve a successful grasp. Visualizing the leaflets was difficult due to patient anatomy. After numerous unsuccessful grasp attempts, the procedure was aborted. The tr was unchanged and the intervention did not damage the valve leaflets nor the sub-valvular apparatus.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda was likely due to pre-existing patient anatomy. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.